Event description:
Boston scientific received information that this pacemaker was being replaced due to normal battery depletion. During the procedure, it was observed that the device did not deliver pacing upon use of electrocautery. The device was programmed to soo at the time. Additional information received from a field representative indicated that approximately 2 seconds of asystole was noted. The device was explanted and was returned for analysis. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this pacemaker was thoroughly analyzed. Per device guide, exposure of the pacemaker to certain conditions such as strong electrical interferences from electrocautery or a defibrillation, or to low temperatures, could cause a temporary reduction in the battery voltage. High power visual inspection noted electrocautery marks in the device header indicating that electrocautery did make direct contact with the device. The electrocautery most likely caused a temporary reduction in the battery voltage which in turn caused several resets back to back. No pacing occurs during a reset cycle. With back to back resets, pauses in pacing can be noted. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The field allegation against this device was confirmed.